Event description:
The event is reported as: the user facility reports that, in the recover room, the medical staff noticed that the pt had tachycardia and hypercapnia in spontaneous ventilation. They thought that the tracheal tube had been damaged during insertion into the guedel tube. Pt condition reported as fine.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. A device history record review could not be conducted since the lot number was not provided. Fmea (product/process) was reviewed. The review was conducted and no changes required.